Event description:
It was reported to philips that the device's ECG waveform not appearing. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to defective ECG cable. Reported problem is confirmed. The device was operational after replacement of 3lead ECG cable. The investigation concludes that no further action is required at this time.